Manufacturer narrative:
Per additional information received, "1627487/06/02/2017/001-c" was removed. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicated that effective therapy was restored after troubleshooting.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent an unrelated surgery. Thereafter, the ipg failed to establish communication with external device. As a result, surgical intervention may occur later to address the issue.